Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, d10, e1 and g2. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following procedures were performed, but indication phenomenon did not replicate. ·power on/off. ·long-time continuous operation. ·touch panel control (wb from touch panel). Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that the device ch-s200-xz-ea was connected to the otv-s300 when the problem occurred.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was continuously tested, but no e333 error code was present. The touch panel was operated and manipulated and still, no error code noted. A full device inspection was then performed, and the unit appeared and was functioning in proper order. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center began displaying an e333 error code during procedure preparation. According to the initial reporter, the error was removed by starting the power supply. There was no patient harm reported as a result of this event.